Event description:
Customer reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump and manual insulin injection. The customer changed the infusion set and cartridge and resumed insulin use.